Event description:
An advia centaur xp troponin ultra quality control and patient high bias was observed by the customer and considered discordant when compared to another advia centaur xp system. The same quality control material and troponin reagent lot 010075 was then run at an alternate laboratory and a high quality control bias was observed. There was no known report of patient treatment being altered or adverse health consequences due to the advia centaur xp tni quality control and patient bias results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse replaced the reagent giob and the reagent probe 1 tubing and all the backplane voltages were verified. It is unlikely that the worked performed by the fse was a contributing cause as the same quality control and troponin reagent lot was run at an alternate laboratory and the quality control results were high. The customer was provided a new troponin reagent lot 010074 and their quality control results are what are expected compared to peer ranges. It is unknown as to the cause of the quality control and patient bias observed on the one advia centaur xp system #2 as this was not observed with their other system #1. No conclusion can be drawn.. The instrument is performing within specifications. The instruction for use under the summary and explanation of the test section states the following: "always analyze tni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of tni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi."